Manufacturer narrative:
B4: 28jul2021. The customer called into technical support (ts) reporting that the device¿s that ¿oxygen not available¿ alarm followed by ¿check vent: oxygen device failed¿ alarm sounded when a mask was detached from the unit to be cleaned. The unit kept operating. The customer reported there was no patient involvement at the time the issue was discovered. However, this issue was discovered during pre-use setup right before patient use and the device was switched out with a different device to use on the patient. There was neither medical intervention nor delay in therapy reported due to the failure. The manufacturer's product support engineer (pse) evaluated the device and confirmed that "oxygen device failed." (Diagnostic code: 1111) had occurred in the event log. Tests were performed but the reported phenomenon was unable to be duplicated. The unit was checked overall, run in tested, cleaned, functionally tested, and no abnormality was confirmed. No parts were replaced.

Manufacturer narrative:
Date of report: 27jul2021. There was no patient involvement.

Event description:
The customer called into technical support (ts) reporting that the device had an ¿oxygen not available¿ alarm, followed by ¿check vent: oxygen device failed¿ alarm. The customer reported there was no patient involvement at the time the issue was discovered.